Event description:
A site rep reported that both touch-n-go and pointmerge methods of registration were inaccurate by 2 cm posteriorly and laterally. They were using an MRI scan, 2d views were clear and had good contrast. The surgeon replaced the spheres on the tracking instruments, attempted tracer, touch-n-go and pointmerge registrations. He said they were all off by 1.5-2 cm. They switched the camera carts with their other system and completed a pointmerge registration using the fiducial markers. The surgeon continued use of navigation to complete the surgery. There was no impact to the pt.

Manufacturer narrative:
Insufficient info. Possible training issue with site.